Manufacturer narrative:
After visual inspection it was found that the new design of the power button cover, (additional ribs), is soft and crooked, but switch on/off still functional. This led to the reported problem. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called because the patient returned a bravo recorder that turned off during a study. The customer tried to reset the recorder but they were unsuccessful. A repeat procedure was necessary.